Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height legacy drawer 4.2 was failed. A field service engineer (fse) identified that the issue was with multi-operation avionics board. Fse confirmed that the customer had a spare enhanced drawer and instructed the technical support specialist to assist the user to remove the medication from the failed drawer. The technical support specialist dialed into the station, logged in as cfnadmin, ran the transaction locate in ssms, stopped the bd datasynchronization and bd maintenance services, backed up the database as per knowledge article to d:\temp, restarted the services, performed a full data sync without dropping the database following knowledge article, set autologin to cfnapp in the station configuration utility, and rebooted the station; additionally, the specialist dialed into the med es app server, ran the transaction locate with no errors, verified sync information 2.0 in pes, transferred and executed the es v1.7 unload script and the drawer reset script as per knowledge article, and ran the device inventory report for the affected device and provided it to the client for reference. Once completed, the fse swapped the drawer to resolve the issue. The system functioned as intended after the field service engineer and technical support specialist had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height smart cubie drawer failed and could not be recovered. The system continued to recognize the medications as loaded despite the drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.